Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the batteries to fix the issue and then completed the pm with full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, and no adverse event reported.